Event description:
The customer reported that during a gastroenterostomy bypass procedure, oozing occurred after a seal had been completed, although an endtone, indicating a completed seal cycle, had been heard. A new device was opened and used to complete the procedure without further incident. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.